Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported an issue on our patient circuit w/o peep, 15 mm spu (10/pkg). The circuit has a smooth edge and easily disconnect from the ventilator. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. The device history record (DHR) review did not show any deviations to manufacturer specifications. However samples were taken from production floor for dimensional inspection but no issues were found. Therefore no root cause could determined.